Event description:
The MFR rec'd info alleging a ventilator fails to charge its batteries. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the allegation was confirmed. The device's power management board was replaced to address the issue. The ventilator was a demo unit and was repaired and placed into the MFR's rental pool.